Event description:
Initially, it was reported the pt's stimulation was turning off and the pt's tremor had returned on one side. See MFR report # 3004209178-2008-08204. Additional information received indicated one stimulation device continued to turn off on it's own with the incidence increasing over time. Impedance measurements were normal. There was no known emi or incident related to the onset. The physician attributed the event to the ins device. The symptoms reported were neurological deficit, specifically, "parkinsonism." A head CT was done in 2008 which revealed no acute abnormalities. Reprogramming indicated an ins unit malfunction. All reports indicated only one ins was exhibiting the failure (pt had bilateral ins devices), however, both devices were explanted and replaced the following month. The devices were returned to the manufacturer for analysis. Paperwork indicated abnormal battery depletion as the reason for removal. It was unk of the comment referred to one or both of the ins devices. The pt recovered without sequela.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.